Manufacturer narrative:
Ocd performed retain testing, batch review, donor history and complaint review by lot. All results were satisfactory. Sample was not available to be sent to ocd for further investigation. (B)(4).

Event description:
Customer stated a patient with previous history of anti-e failed to react with 0.8% resolve panel a lot vra204 cells # 3 and #6. (E+ positive). Sample had been tested with 0.8% surgiscreen for gel and 1+ positive reaction was obtained with e+ cells. Customer tested panel in manual gel with a 15 minute incubation time. Customer did not try extending the incubation time. E positive cells were negative when tested with the patient sample known to contain anti-e. Daily qc was performed and found to be acceptable. All reagents were stored appropriately and had normal appearance prior to use. Anti-e was confirmed using tube method and quotient screening cells/ panel cells, with peg enhancement. No harm came to the patient. Customer reported incident for tracking and trending purposes.